Event description:
It was reported that; we were using the reflex hybrid removal tool and the doctor swung the handle back and forth and as a result, broke the tool in surgery. No pieces were left inside.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the likely mode was too much torsional force applied in a "back and forth motion" which caused the fracture of the tip.

Event description:
It was reported that; we were using the reflex hybrid removal tool and the doctor swung the handle back and forth and as a result, broke the tool in surgery. No pieces were left inside.